Event description:
The foley drainage tubing turned pink after insertion. The collection bag and the actual inserted catheter remained in their original color. The fluid that was used to inflate the balloon was clear prior to inflating the balloon. After deflation, this fluid was noted to be yellow in color. The balloon and all of device appears intact.